Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. The motor was also found corroded during visual inspection. The device had had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose levels were not included in the report. Nothing further reported.